Manufacturer narrative:
The unit was returned with a death nc; however the issue was traced to high pressure caused by the muffler being filled with dust, which resulted in a blockage in the feed port and low sieve life (0), low internal (80.8%) & low external 02(88.8%). Furthermore, the psa cycle (according to the data log) being high (14) is an indication the zeolite is getting contaminated by moisture. Additionally, the fan was misaligned and contacting the accumulator likely due to high-impact incident, possibly from the unit being dropped. Uip, top housing & lower housing were also replaced due to cosmetic damage.

Manufacturer narrative:
As device was not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event.

Event description:
It was reported that the patient lost power in their home and had to leave it during a winter storm. The patient was using their portable oxygen concentrator device as they were unable to take their stationary unit with them. The device was not producing enough oxygen. As a result, their oxygen levels dropped and they started to feel hot and sick, so 911 was called. Patient passed away while waiting for emergency medical services.